Event description:
It was reported that the asymptomatic patient presented in-clinic for follow-up. Post-paced t-wave oversensing was observed via stored egm. Recommended programming changes were made and the device functioned normally.

Event description:
New information received indicated that when asymptomatic patient presented in the clinic for follow-up, another episode of post-paced t-wave oversensing was observed on the ventricular channel. Programming changes will be made.